Event description:
It was reported that the camara head had ¿optical tube cannot be rotated properly when connected to the optical tube¿, during set-up. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. The device was returned to olympus for inspection. A root cause could not be identified. A review of the device history record not applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.